Manufacturer narrative:
Product serial number was provided. Product history records were reviewed and documentation indicated the product met release criteria. There are no other complaints in the lot. Additional information was provided in d.4., h,4 and h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was not returned for evaluation. Two videos were provided. After the lens is implanted, a tiny reflection can be seen in the upper right quadrant. There appears to be a slight depression in the optic surface, which is causing the light reflection. No foreign material is observed in the area of the reflection. The second video start with attempts to remove the ¿reflection¿ using an instrument and scraping at the area. The lens surface can be observed at multiple angles as the lens is manipulated in the eye. No foreign material can be observed. The reflection is not visible except at a direct angle. The root cause could not be definitely determined because the product was not returned for physical examination. Based on the video reviews, the reported foreign material appears to be a light reflection from a small surface anomaly. In the second video attempts were made to remove the ¿reflection¿ using an instrument and scraping at the area. The lens surface can be observed at multiple angles as the lens is manipulated in the eye. No foreign material can be observed in the area of the reflection. The reflection is not visible except at a direct angle. The small anomaly appears to be slight indention. Based on the video this slight surface anomaly appears to be acceptable per current release criteria. This determination could not be verified because the product was not returned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned. A video is in transit to be analyzed. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted there was a shiny foreign material noticed on the lens. The lens was left implanted but the shiny dot on the lens was noticed again during postoperative visit. The surgeon took the patient back to surgery and tried to remove the dot with irrigation and aspiration but failed. The lens was removed and another lens was implanted instead. Additional information was requested.